Event description:
Normal saline with kcl 20 meq new bag infusion started 1423 dose: 75 ml/hr rate: 75 ml/hr route: intravenous. At 1430 nurse contact with patient to reassess pain. Noted that patient's infusing IV fluids were set at 75ml/hr but were infusing much faster with approximately 800 ml of fluids infused at this point. Pump checked and per reading approximately 156mls tvi. Drips stopped. Second rn to bedside and verified gtts were programed as ordered and noted that in grip chamber fluid was free flowing. Vss, bs clear. Pump taken down, IV sets, pump and channels given to management. Provider called and informed of incident. Will continue to monitor.